Event description:
Removal of endosseous dental implant. Implant was placed on 4/29/97 in site #12 during a routine procedure. At the time of implant failure, the pt experienced mobility. The implant was removed on 5/27/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.